Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl. Customer was treated with manual injection. Customer reported that they received hardware low level failure during self-test. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer reported that the self-test was passed. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was unaware whether the auto mode was active or inactive on the insulin pump during the high blood glucose level incident.